Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a modular chemistry syringe valve leak. No injury was reported for this event.

Manufacturer narrative:
A bci field service engineer (fse) replaced the valve.